Manufacturer narrative:
Generally, cerebral spinal fluid is collected into three or four sterile tubes which do not contain anticoagulant. The tubes are numbered in the order in which they were collected and then distributed to the appropriate laboratory for testing. Tube number 1 is usually not submitted for cell counts since it is the tube most likely to be contaminated with microbes, tissue fluid and red bloods related to the puncture. Tubes 3 or 4 are the tubes of choice for cell counts as they contain the least amount of cellular or debris contamination. In this case, the cell count was ordered to be run on tube 1. The sysmex xn-9000 instructions for use (IFU) chapter 15 - technical information, section 15.1 - performance specifications/characteristics lists limitations of the body fluid application including; "sample results with flagging related to wbc-bf, rbc-bf and tc-bf# parameters should not be used." The laboratory did report results flagged with a wbc error. It is unknown what time the manual hemocytometer counts were performed. Spinal fluid counts must be performed as soon as possible after collection, preferably within one hour of collection as cells begin to lyse. It is unknown if antibiotic and antiviral medication were necessary based on other clinical signs and symptoms. After corrected reports were issued, it is unknown if medication was discontinued by the physician. Review of peer group insight body fluid quality control (qc) reports for xn-10 s/n (B)(4), lot 5320 indicate all parameters recovered within expected ranges at the time of the event. No analyzer malfunction was reported.

Event description:
Resent at the time of update to this case, as previous attempts to sent via esg only provided first acknowledgement. (B)(6) 2016. A laboratory performed spinal fluid cell count on an ICU patient. Four tubes were collected and sent to the laboratory. A cell count was ordered on tube number 1. Erroneous results were generated by the analyzer and flagged to indicate a potential problem with the sample. The laboratory reported the results before verifying and a patient was administered antibiotics and antiviral medication based on the results. A cytospin was prepared from this specimen, stained and reviewed by a technologist. The technologist noted that the number of cells on the slide did not correlate with the results generated by the analyzer. It is not known what time the cytospin was prepared. Several hours later, tube 1 was rerun on the analyzer and tube 4 was analyzed to compare results.